Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy procedure, during a gall bladder surgery, there were defective 3 clip appliers. No patient injury.